Manufacturer narrative:
D10. Concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot n4d2221y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the reload was stamped, but it did not lock and fall off from the handle. The device was impossible to fire because the reload did not connect.